Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) /2017 the patient came in emergently with abdominal pain and pulsatile mass. It was reported the patient was did not adhere to recommended follow up surveillance of the implanted devices. The patient was taken into the operating room and multiple angiograms confirmed a type 3b endoleak. The physician elected to implant an additional bifurcated stent, an limb extension, and an ovation limb extension to seal the endoleak. The patient was reported to be in stable condition and discharged on (B)(6)2017. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation could not confirm the reported event due to no patient medical records available. The most likely cause of the type 3b endoleak was the use of strata material. Also likely to have contributed to this event was the reported medical non compliance, a cautionary product use condition. Procedure related, user related and/or anatomy related issues could not be identified due to lack of medical records and images surrounding the event. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.